Manufacturer narrative:
The other additional device are being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the tissue damage was undetermined. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damaged leaflet requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and after successful grasping and closing the clip, the posterior leaflet was noted to be torn. The clip was reopened and repositioned, then deployed. A second clip was then implanted as treatment for the torn leaflet however the mr increased to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.